Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the right common femoral vein. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres for 5 minutes, the balloon ruptured. Another 18-6/5.8/75 xxl esophageal balloon catheter was introduced and during inflation at 5 atmospheres for 4 seconds, the second balloon also ruptured. The device was removed and the procedure completed with another of the same device. No patient complications were reported.